Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on 09/13/2016 that the patient experienced passing out due to low blood glucose. It was reported that the patient was inconsistent in wearing the dexcom continuous glucose monitor (cgm). There was no alleged device malfunction. Additional event or patient information was not provided. No product or data was returned for evaluation. The reported event could not confirmed. A root cause could not be determined.